Manufacturer narrative:
This is the same event as 3010536692-2016-00633, 3010536692-2016-00635, 3010536692-2016-00636 & 3010536692-2016-00637. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complication: severe corrosion of the proximal femoral neck/head and severe corrosion of femoral neck/head/stem junction. According to the surgeon who did the revision surgery this patient presented significant signs and symptoms of failed hip arthroplasty (right).